Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels exceeding 250 mg/dl, while wearing the pod. The patient was unconscious when arrived to the hospital. No other information was provided on this event.

Manufacturer narrative:
Describe event or problem: added new information about the adverse event provided on 12/10/2019. Evaluation codes, patient code: added code based on new information provided on 12/10/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels exceeding 250 mg/dl, while wearing the pod. No other information was provided on this event.